Event description:
The customer received a control test result that was 35 mg/dl. The control limits are 103 - 142 mg/dl. The customer refused to return product. Replacement test strips were sent to the customer.